Event description:
It was reported that the pump usb port was damaged and pump battery could no longer be charged. Customer's blood glucose was 450 mg/dl and customer used an insulin injection to address bg. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.